Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 12 mm amplatzer septal occluder (aso) was successfully implanted. Follow-up transthoracic echocardiogram (tte) revealed a secondary 1 cm residual shunt and on (B)(6) 2016, the patient returned to the procedure suite for closure. An 8 mm aso was deployed; however, the left disc was caught in the 12 mm aso. The 8 mm aso was removed and a second 12 mm aso was deployed with the same result. The second 12 mm aso and the previously implanted 12 mm aso were removed. A 35 mm amplatzer cribriform occluder (aco) was then deployed in an attempt to close the inferior and superior holes. It was noted that the 35 mm aco did not sufficiently close the superior defect and the 35mm aco was subsequently removed. The patient was sent to surgery and it was reported the patient has been discharged.